Event description:
The stapler fired for several loads then fired half way and jammed with a purple load with a peri strip. It then fired half way a second time. A new endo gia was obtained and procedure completed. No harm to the patient.